Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 550 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer experienced symptoms such as tired related to high blood glucose level. Customer stated that insulin pump had insulin flow blocked alarm. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind and was unable to rewound the insulin pump. Customer also reported that insulin pump did not alarm with no reservoir detected. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no defect noted during testing.